Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings could not be duplicated. Ventec downloaded the device's system logs for analysis and did confirm that it had alarmed twice due to very low fio2, however it could not be reproduced throughout testing. Proper device operation was confirmed through functional and performance testing. Ventec then completed preventative maintenance activities on the device, which included the replacement of its inlet accumulator and its attached oa2 oxygen sensor board. In the event that the reported very low fio2 alarm issue were intermittent, replacement of these assemblies would resolve the issue. The cause of the reported issue could not be conclusively determined.